Event description:
This pt had a tmj prosthesis placed in the right tmj in 6/91. Prior to this device, she had another co's prosthesis placed, which also failed. The first device was placed in 6/86 and removed in 1991. The pt demonstrated significant wear of the second prosthesis. The pt's pain, since placement of the device has continued to escalate.